Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not functioning. The field service engineer (fse) removed and replaced the all in one unit, after which the touchscreen functioned as expected. The fse confirmed that users were able to log in and that all areas of the touchscreen responded accurately to input. The fse also performed hardware testing on the station drawers using the hardware testing application, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the upper left corner of the touchscreen (home button) was not responsive. However, there were no delays or adverse events or injuries reported based on this event.